Manufacturer narrative:
Additional information added to h3, h6 and h10. The actual device was not available; however, three (3) photographs of the sample were provided for evaluation. Visual inspection of the three provided photos shows the product out of the original packaging with the protection caps already attached at the dialysate ports. Photographs one and two show the product label. Photograph three shows the blood port with a small black particle on the edge. As the product is out of packaging and the protection cap is detached the particle's origin can't be identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with one unit of a polyflux 17l, particulate matter in the blood tubing connector was observed. There was no patient involvement. No additional information is available.